Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-36491- device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced three infusion set cannula kinked event on 29-nov-2024. The event occurred within three hours of insertion. The insertion site was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available